Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that lead was not able to be successfully implanted due to helix issues. Malfunction. Additional information has been received through product analysis. The lead was found fractured during analysis. No adverse patient effects were reported.